Manufacturer narrative:
The lumbar wedged I/f cage was returned for evaluation. Visual inspection revealed the device was fractured into two pieces. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be definitively identified however it is possible that the cage may have been subjected to unexpectedly high amounts force during placement resulting in fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product (lumbr wdgd I/f cge(11x13)13x25, 1731-25-231, lot unknown) was used on (B)(6) in 2017. During the insertion of reported product, the reported product was broken. The surgeon checked that there were pieces of reported product in the patient body or not. After this action, the surgeon used another implant (product code, lot code unknown) to the patient.